Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. The alert was cleared after an alternate wall adapter was used, and the pump was charged successfully. There was no adverse impact to customer¿s blood glucose.